Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead was attempted during the implant procedure. Measurements with this lead were reported to be non optimal on initial placement. The physician then tried to reposition the lead to another vessel but was not able to pull the lead completely. The patient reported pain during the attempts to remove the lead. An ultrasound revealed pericardial effusion. The lead was then capped and abandoned and a pericardial puncture was performed. The patient was transferred to another hospital to remove the lead. No additional adverse patient effects were reported. The device is not expected to be returned for analysis.